Manufacturer narrative:
The device has not bee explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had a change in sound quality with intermittent sound. He reported that when he put on his speech processor he can hear for a few minutes, then the sound cuts out. This has been occurring since (B)(6) 2012 and has become more frequent over the last few days.